Event description:
Asr revision, hip(s) revised: left, type of hip replacement product: asr xl acetabular system; reason(s) for revision: pain and component loosening - stem.

Event description:
The right hip of the patient was revised, not the left hip as previously reported. In addition, the component that loosened was the acetabular cup, not the stem as previously reported.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.